Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem.maintain complaint files in accordance with 21cfr part 803.18.

Event description:
On (B)(6) 2024, the issue was confirmed with the customer that the plunger seal appeared to be very lose and could even spin freely within the syringe. When drawing samples, air was entering from the back side of the seal and would not allow the customer to draw the correct ml needed.